Event description:
It was reported that a large volume infusor leaked from what was described as the flow rate controller. This occurred before use and after filling the device with fluorouracil and fentanyl citrate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Only the multirate control module was returned for evaluation. Visual inspection showed no signs of physical abnormality. A functional leak test was performed, several minutes after fill evidence of a leak was observed from the multirate control module. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.